Event description:
A facility's MRI technologist reported that a sedated pt sustained burns to the upper right arm after a MRI scan. The pt's right arm was reported to be in contact with the body coil during the scan.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found no evidence of system malfunction. It was reported that a sheet was placed between the pt's arm and the body cell. The burns were noticed only after the pt was removed from the scanner. The operator manual for the system contains proper patient padding instructions.